Event description:
On (B)(6) 2010, patient went in for a laparoscopic supracervical hysterectomy at facility. Prior to starting procedure, representative of device in-serviced both physicians and all nursing staff members who would be assembling and operating device. After numerous attempts to lasso the cervix with the device, it was finally accomplished. Prior to monopolar current, representative advised surgeons to remove the uterine manipulator according to the instructions for use from manufacturer. The surgeons applied the monopolar current without removing the uterine manipulator and made no comment regarding force to draw out the electrode, that a piece had been left in the abdominal cavity, or that the uterine manipulator was not removed fully intact. On (B)(6) 2014, received a phone call from facility about the patient having to undergo surgery to remove a piece of the uterine manipulator that was left in the abdominal cavity and was creating abdominal pain. The device is question was believed to have cut the uterine manipulator which was left in the abdominal cavity.